Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #1). An additional emdr was submitted to represent the bard/davol sepramesh composite ip (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol sepramesh composite ip on (B)(6) 2008 and/or (B)(6) 2010. As reported the patient is making a claim for an adverse patient outcome against the both devices. Attorney also alleges that the patient sustained injuries on (B)(6) 2009 and (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #1). An additional emdr was submitted to represent the bard/davol sepramesh composite ip (device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard mesh (bard flat mesh) (device #1). An additional supplemental emdr was submitted to represent the sepramesh ip (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol sepramesh composite ip on (B)(6) 2008 and/or (B)(6) 2010. As reported the patient is making a claim for an adverse patient outcome against the both devices. Attorney also alleges that the patient sustained injuries on (B)(6) 2009 and (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac was identified and dissected free. A bard mesh (device #1) was placed and sutured.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia, umbilical hernia and abdominal pain thereby underwent open repair with implant of 2x synthetic meshes. Per operative notes, ¿the hernia sac was identified and removed. The old mesh (device #1) was migrated and torn off. The umbilical hernia defect was identified. Both defects were repaired with 2x synthetic meshes.¿ (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia and abdominal pain thereby underwent open repair with excision of mesh (device #1) and implant of sepramesh ip (device #2). Per operative notes, ¿after the lysis of adhesions, the old mesh (device #1) was identified and excised. The hernia sacs x3 were reduced and removed. A large sepramesh ip was placed and sutured.¿